Event description:
No additional information.

Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 383519 and lot number 4156830. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd nexiva single port difficult to disengage needle from catheter. The following information was provided by the initial reporter: rn was placing an usg guided IV and trying to disengage the needle, but the needle would not disengage but hooked on. Needed to maneuver and had to remove the whole IV set including the needle. Needle finally came off. 8 jan 2025 this event occurred on 12/19/2024 and there was no patient or staff harm.